Manufacturer narrative:
Upon follow up, it was reported on an unknown date, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with vancomycin (1g, once every three days, ongoing, route not reported), amikacin injection (1g, everyday, ongoing, route not reported) and meropenem injection (1g, intravenous, ongoing, frequency not reported) for peritonitis. On an unreported date, the patient was discharged from the hospital " 1 week ago". The patient was recovered from the peritonitis event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.